Event description:
It was reported that a spectrum iq infusion pump had an inaccurate high delivery during preventative maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "inaccurate delivery, high" was not reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 volume to be infused with the results of 41.65 and passing error percentage of 4.125%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6: type of investigation additional information h11: an event occurrence date was not provided, however a review of the last days of customer use revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. Should additional relevant information become available, a supplemental report will be submitted.